Event description:
Patient with high impedance after trauma to the stomach. Efficacy started to fail after the trauma. A bully at school push and or kicked the patient in the stomach very hard and tried to rip out her gj tube two weeks ago. Since that event the efficacy has been starting to fad. The patient showed up today in the ER as she can no longer keep food down. Dr (B)(6) interrogated the device and found high impedance with lead three. Dr (B)(6) switched the stim to 2-can as a temp fix. Depending on how the patient responds determines how quickly she is referred to the surgeon to fix. The game plan is to check back in 30 days unless the family calls before then. Patient has stabilized after issues with device caused by external actions. No further action to be taken at this time.